Event description:
Facility reported an internal blood leak. Estimated blood loss less than 100cc, but more than 20cc. No pt ill effect. No medical intervention. The sample is not available for examination.

Event description:
Facility reported an internal blood leak. Estimated blood loss less than 100cc, but more than 20cc. No pt ill effect. No medical intervention. The sample is not available for examination.